Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during use of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) explained to the patient to call them if they are seeing an air gap. The patient stated that bubbles were found upon priming the cassette. Rts advised to start over with new supplies. Rts initiated swap to rule out the homechoice device as a cause, and discussed continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.